Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2016 with the following findings: a review of the cgm history showed cs206 cgm transmitter out of range warnings occurred. During investigation, test transmitter paired successfully with the pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The original complaint of cs206 transmitter out of range warnings was shown in the pump cgm history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that transmitter out of range alerts (cs 206) were displayed for more than three hours while the cgm was in range using multiple transmitters. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.